Manufacturer narrative:
Limited information was received from the initiator in this event. The device was not returned for evaluation, no images were provided for clinical review. All associated device documentation was reviewed as part of the investigation as well as incorporation into trend analysis. A full investigation was not possible, root cause was not determined, no current trend on this failure. Reportability is based on highest potential of harm/severity.

Event description:
A cannulated driver broke during use. The effects was not confirmed therefore reportability is based on highest potential of harm/severity.